Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was experiencing blurry vision and intolerable halos and glare in their right eye (od) resulting in the need to explant the intraocular lens (iol). Distance vision was 20/40 and the patients near was j7. Through follow-up, it was learned that patient could not tolerate the lens was vision is worse. Distance vision is very blurry. The patient's pre-operative (op) uncorrected visual acuity (ucva) was 20/40 distance and best corrected visual acuity (bcva) was j5 near 20/25 distance. Post-operative on (B)(6) 2022 ucva was 20/40-1 distance and j3- near and bcva was 20/40+1 -distance and j2-near. On (B)(6) 2022 ucva was 20/40 distance and j10 near and bcva was 20/25. A non-johnson & johnson lens was implanted as a replacement. There was no incision enlargement, vitrectomy, or sutures were required. There was no patient injury. No additional information was provided.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 11/7/2022. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens was received inside of a specimen cup. Visual inspection under magnification revealed that the complaint lens was received cut. The lens was cleaned and, no issues were observed that could contribute to or cause the complaint issues. Based on the return condition of the lens, no further product evaluation could be performed. As a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.